Event description:
The customer reportedly received the following results: "lo" (less than 10 mg/dl), 374 mg/dl, 23 mg/dl and 91 mg/dl. The aforementioned results were obtained within 10 minute timeframes. No reported actions taken. No adverse event reported. New system sent to customer and return requested.